Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The suggest that the pt sustained a serious injury. The pt will continue to wear the lifevest. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(6) has been completed. As received, the monitor and electrode belt were fully functional and able to detect and treat. Device MFR date: monitor sn (B)(4): (B)(6) 2011 - reuse; electrode belt sn (B)(4): (B)(6) 2013 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/chrd_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Download data from a (B)(6) year old male pt alerted zoll customer support that the pt was treated at 11:28:50 on (B)(6) 2014. The pt was outside his home and conscious at the time of the treatment. The pt was operating a "weed-eater" at the time of the event. There were no reports of any witnesses to the event. The rhythm at the time of the treatment was atrial fibrillation with a rapid ventricular response at 170bpm. Atrial fibrillation contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed after the treatment was delivered. The pt will continue to wear the lifevest.